Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. (B)(4).

Event description:
It was reported that during an attempted implant of a lead, the physician observed a problem with the screw mechanism of the helix. The lead was removed and replaced. No patient complications have been reported as a result of this event.